Event description:
The complainant reported that a vaxcel pasv PICC had been therepeutically placed in a male patient (age unknown) in 2006. The complainant reported that on 17 january it was observed that the device had a pin hole located tubing outside the patient and on the extension just proximal to the suture wing. Upon the manufacturing investigation of the returned device. It was observed that the fracture was located on the catheter just distal to the suture wing. The device was removed from the patient a replacement device was successfully implanted. No sequallae was identified by the complaint as a result of the reported problem.